Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable and had no consequences.

Manufacturer narrative:
The reported event of possible premature battery deletion was not confirmed. As received, the device had normal telemetry communication and output. Device image analysis and longevity assessment found the device was operated in high output mode settings and was implanted exceeded the projected longevity. Additional findings: visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.